Event description:
Per the original reporter in uf#: (B)(4), it was reported that, "at the hub where you screw syringes into for a g-tube and middle piece had broken off and was missing not allowing the cover to secure to tube".

Manufacturer narrative:
This report is a response to medsun report#: (B)(4) which was received by amt from the FDA on 03/11/2025. The occurrence was originally reported to amt on 02/10/2025 by the same initial reporter. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt worked with the original reporter to obtain the device for examination and performed an inspection of the device once returned. Examination of the device was able to confirm the reported complaint that the adapter cracked. The reported lot number: 241418-004, does not exist. A review of device lots and sales orders found that lot: 241218-004 was most likely the lot that was supposed to be reported with the device failure. A DHR review found that no other similar complaints have been reported for the same manufacturing batch. Recent trending data shows no anomalies in reported failures from the field. The complaint information has been logged into our complaint database for trending purposes. Information regarding device investigation can be found under complaint#: (B)(4).